Event description:
It was reported that a patient underwent a diep procedure on an unknown date and a surgical sealant was used. When the tape was removed, the patient developed erythema and edema on the right side of the incision. The patient was treated with trimovate and eumovate cream. The reaction did subside within several weeks.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.